Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number: 305180 and lot number: 2175384. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. The initial reporter also notified the FDA on 03-jan-2023. Medwatch report#: mw5113999. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2175384, medical device expiration date: 31-oct-2027, device manufacture date: 24-jun-2022, medical device lot#: 2144983, medical device expiration date: 30-sep-2027, device manufacture date: 24-may-2022.

Event description:
It was reported that 2 of the bd¿ blunt fill needle 18 g x 1 1/2 in. Was contaminated with black particulate on the needle itself and other needles on the plastic needle hub or shield. The following information was provided by the initial reporter: two lots of bd 18g blunt fill needles were found to be contaminated with black particulate matter. Six needles had particulate matter on the needle itself, other needles have black particulates on the plastic needle hub or on the needle shield. Affected lots discovered so far are: 2175384, 2144983.